Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during insertion of the provena PICC the hcp was unable to thread the guidewire and attempted to remove the needle and guidewire together. It was stated that the guidewire was unable to be removed. The ir md came to the bedside to assess the patient and remove the guidewire. Upon removal of the guide wire, it was reported the wire was abraded and possibly fractured. The facility stated they had the same problem two months ago with a guide wire being abraded upon removal. This file addresses the second of the two devices.